Event description:
It was reported that the vertical lift on the 9800 system is "jumping or hesitating" when moving. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following component has been requested. A 24v mainframe power supply assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is rec'd that indicates otherwise, a follow up report will be submitted as required.